Manufacturer narrative:
(B)(4)

Event description:
The complaint states that no alerts on the mobile app was reported. Data was evaluated and the allegation was confirmed. The patient's alerts were not being saved. The probable cause could not be determined.